Event description:
It was reported that a revision surgery had been performed to exchange the acetabular cup to a larger size in (B)(6) 2008. The femoral head component remained implanted.

Manufacturer narrative:
This event is related to the case reported under MDR 3005477969-2010-00141.